Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a prostyle device. Reportedly, two prostyle devices did not successfully puncture the vessel. A new prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Manufacturer narrative:
D4: corrected lot number updated from 4061841 to 5030741. D4: corrected expiration date from 5/31/2026 to 2/28/2027. D4: corrected primary UDI number from (B)(4). H4: corrected device mfg date from 6/18/2024 to 3/7/2025.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes. H6: correction component code 4755 was removed. H6: correction type of investigation code 4114 was removed. H11: additional mfg narrative: revised.